Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "no readings", "sensor error", or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient received an error message about brief sensor issue to wait 3 hours and over 3 hours her husband found her incoherent. He called 911 and the patient was treated with glucose gel (oral) and orange juice and the bg reading was 48 mg/dl. After the treatment the bg increased to 90 mg/dl. The patient was also experiencing nausea. The patient did not recall the last known cgm value prior to inserting a new sensor. At the time of the report she was still recovering. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.